Manufacturer narrative:
(B)(4). The customer's report of a set leaking due to cut in the tubing was confirmed. Visual inspection revealed that the pvc was sliced apart 6.5 inches below the drip chamber. Functional testing confirmed a leak from the cut in the tubing. The root cause of the severed tubing was identified as a manufacturing issue. The severed tubing is consistent with tubing that is damaged during the pouch sealing portion of the assembly process.

Event description:
Customer reported during priming, the set was leaking from a cut that was just below the drip chamber. There was no patient involvement. No further patient/event information was reported.